Event description:
No additional information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, h11. Review of the most recent repair record identified the following related repair: tech found that the cart display cable had shorted out and was burnt at the end. Tech replaced the display cable, tested the unit, and returned it to service. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under: (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported outside of surgery that the unit overheated and smell of something burnt and smoke was coming from unit. There is no harm or delay reported. Due diligence is complete and there is no additional information available.